Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 260 mg/dl. The customer's blood glucose was 284 mg/dl at the time of call. The customer reported that the insulin pump seemed to be over delivering for having high blood glucose. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.